Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the breath delivery (bd) printed circuit board, graphic user interface (gui) printed circuit board (pcb), and graphic user interface (gui) to breath delivery (bd) cable.

Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
Report received that, during patient use, an 840 ventilator lost communications. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.